Event description:
During an atrial fibrillation procedure, it was noted that the needle would not go through the swartz sheath. A little force was used, and the internal part of the sheath was damaged, causing a piece of plastic to come loose. There were no adverse patient health consequences